Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was kinked approximately 103.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3maxc was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated during use, damage such as a kink may occur. This kink likely prevented the guidewire from being advanced through the 3maxc during re-insertion. During functional analysis, a mandrel was advanced into the returned 3maxc; however, the kink in the 3maxc prevented the mandrel from being advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) to treat an acute ischemic stroke using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician coaxially advanced a non-penumbra guide wire, the 3maxc, and a penumbra system ace 68 reperfusion catheter (ace68) to the target location, and the physician began aspiration using the ace68. After aspirating, the physician removed the ace68 with the 3maxc and guidewire inside to flush the ace68. Upon attempt to advance the devices into the patient again, the physician found that the guidewire was unable to advance through the 3maxc; a slight kink was found on the 3maxc about 49 cm from the tip. The procedure was therefore completed using the same guide wire, a new microcatheter, and the same ace68. There was no report of an adverse effect to the patient.